Event description:
Surgical tech handed the surgeon a kerrison (ronguer). Before he used it, he noticed it was broken. Instrument was handed off the field and given to the instrument workroom tech. Instrument then given to the materials coordinator. No injury to patient. The handle of the instrument appeared to have broken at the "weld" site. At no time did the instrument come in contact with the patient.